Event description:
It was reported via clinic notes received that the vns patient was having daily seizures and it appeared that the patient's medication was "becoming less effective." The physician attempted to interrogate the patient's vns and it was found to be at end of service. Follow-up by a company representative found the patient's daily seizures were believed to be related to the generator end of service. The patient's generator was replaced and returned to the manufacturer for analysis. The explanted generator was found to have its "elective replacement indicator" (eri) flag set indicating the generator was near end of service however the battery voltage was 2.27 volts. The generator was able to perform to functional specifications and no anomalies were observed. Attempts for additional information have been unsuccessful to date.